Manufacturer narrative:
The investigation of the log files showed that due to a signal runtime issue the communication with the treatment table stopped. In such an error state no communication with the table is possible. This error can only happen when two protocol requests initiated by left hand key reset resets were sent within a very short period of time. In the present case, it occurred within 30 milliseconds. This system status will remain until the user performs a further left hand key reset (lhkr). The reported system behavior was reproducible on a test system. All control console software versions of all linacs show similar behavior. Since the control console does not verify table positions when being in such error state, any table preset/actual mismatch will be ignored. In such situation pressing the accept button will allow treatments to be proceeded. The reported issue is considered to be a single event. Considering this, no corrective action is initiated for the install base.

Manufacturer narrative:
Exemption number e2017019. (B)(4). Investigation is on-going and a supplemental report will be submitted upon completion. Customer address: (B)(6).

Event description:
It was reported to siemens on april 21, 2017 that because of a table interlock, the user had to reset the table by pressing the button under the table and then performed a left hand key reset at the control console. Incorrect table position values were then displayed on the control console screen. The user had treated four patients before noticing that the values being displayed were frozen. The user reset the table again and switched the control console off. Afterward, the system worked as specified. There is no report of mistreatment to any of the patients as they were positioned for treatment by use of the light field. This reported issue occurred in (B)(6).